Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was leaked at site on (B)(6) 2024. No further information available

Manufacturer narrative:
E1: patient city: (B)(6).